Event description:
A customer reported that there were bubbles in the patient's eye during a cataract with intraocular lens implant procedure. The customer stated that priming didn't seem to get rid of the bubbles in the tubing, therefore, they were getting bubbles in the eye with either phacoemulsification or I/a (irrigation/aspiration) mode. The case was able to be completed without harm to the patient.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of (B)(4); this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, DHR (device history record) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. Without a sample, it is not possible to isolate the root cause. (B)(4).